Event description:
The patient presented to the clinic for follow up, and high voltage lead impedance was observed. On (B)(6) 2011, the patient underwent a surgical procedure, and it was determined that the setscrew was loose on the device. The device was retightened and all the parameters were within normal limits.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.